Event description:
Provider states he received a call from the end user's doctors office and alleges the end user had developed foot sores from the footboard on the wheelchair.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.